Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used nor recharged the scs system over the past 10 months due to an unrelated illness (date of event is unknown). As a result, the ipg will no longer communicate with any external devices. Reportedly, surgical intervention may be undertaken as the next course of action. Concomitant devices: model 3186(2) scs lead, implant date (unknown).

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. Effective therapy was confirmed postperatively.